Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was trigged due to out of range shock impedance measurements. The system remains implanted. No adverse patient effects were reported. Additional information noted that no further changes were performed and no new alerts were noted.